Event description:
The duett sealing device was deployed following an interventional procedure (via the right common femoral artery, 7f sheath). The pt developed signs and symptoms of ischemia about 5 min. After the deployment, and was treated with thrombolytic therapy (t-pa). The event was resolved with no further complications.